Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, inappropriate auto mode switching episodes due to far-field r-wave oversensing were observed. Suggested programming changes will be made during patient's in-clinic visit.